Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out all supplies prior to contacting tandem technical support (cts), therefore troubleshooting could not be performed. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 269 mg/dl. The customer delivered a bolus via the pump. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.